Manufacturer narrative:
It was reported that the patient has an infection and possible loosening. Revision surgery is planned to exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient has an infection and possible loosening. Revision surgery is planned to exchange the poly insert.